Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is made available.

Event description:
Customer reported that when they turned on the cs100 intra-aortic balloon pump (iabp) in order to use it, a fault code # 58 appeared on the screen. No adverse event was reported.

Event description:
Customer reported that when they turned on the cs100 intra-aortic balloon pump (iabp) in order to use it, a fault code # 58 appeared on the screen. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and to resolve the issue, the fse replaced the solenoid driver board under the current field action per service bulletin. In addition, the fse also replaced the gasket and the datasettes per the current gasket and the software field safety corrective action per respective service bulletins. Service of the iabp was also completed in tandem with the field actions and all calibration, performance and safety tests per service manual was completed to factory specifications. The iabp was approved for clinical use and returned to the customer.

Event description:
Customer reported that when they turned on the cs100 intra-aortic balloon pump (iabp) in order to use it, a fault code # 58 appeared on the screen. No adverse event was reported.